Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that was reported that there was a possible problem with the implantable neurostimulator (ins) and a possible product defect or quality issue. It was further reported that the patient was having surgery on the (B)(6) following the report and they needed a manufacturer representative there with a battery. The manufacturer representative reportedly said the battery was fine, but the patient noted that they could not finish charging it. It then reported that the health care provider (hcp) was going to move it from where it was and they wanted to put a whole new battery in because they thought it was the battery. The patient then noted that they need it moved and they wanted to make sure that it worked, but it was reportedly the request of the hcp to put a new one in. It was then noted that the therapy was not working as expected. It was also noted that the patient was not able to charge. It was later reported that the battery was heating when recharging. It was also noted that event involved a patient and occurred during normal use, and the product was explanted. It was noted that there was unknown battery depletion and the device was explanted. It was noted that it was unknown if the issue resolved and no cause of the issue was determined. It was further reported that the battery was heating up while charging and was explanted and replaced. A manufacturer representative reportedly covered the battery replacement and repositioning pocket. It was noted that the repositioning for the battery was the main issue, but the patient reportedly wanted to change out the battery due to the battery heating up during charging sessions. The patient was reportedly alive with no injury and there were no symptoms or complications associated with the event. The impedances were also reportedly checked and looked good. Impedances were also checked after the new battery was implanted and still looked good. It was later reported the patient received a new battery and the battery was repositioned. It was noted that the main issue seemed to be placement when charging. Impedances were reportedly checked and ¿per patient¿ it was the battery. It was noted that the patient was given he same programs as used in the old battery and coverage was great. The manufacturer representative was reportedly going to follow up at the patient¿s follow up appointment. It was later reported that the system was effective.